Event description:
A pt reported experiencing inaccurate errataic results with a lfs meter. The pt's blood glucose results were 90,130 mg/dl. Tests were done within 10 minutes with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.